Manufacturer narrative:
Date of initial report: december 21, 2007. To date, the incident generator has not been received for evaluation, but the site has reported they are sending it back for evaluation as now they have had three adverse events following surgeries in which this generator was used. The site reported all three adverse events to covidien lp (formerly valleylab) in 2007. The three incidents range in date from 2006 through 2007. The other two adverse events are reported on MFR reports #1219930-2007-00855 and 1219930-2007-00858. The accessory handpieces have all been discarded. The reporting site was requested to provide patient age and medical history. The site to which the patient was transferred was contact to provide additional details. Neither site has responded yet.

Event description:
The report stated that several hours after an open bowel resection, the patient experienced bleeding from multiple areas of the mesentery. As the operating site is a small rural hospital, the patient was transferred to another hosp for reoperation and has recovered.